Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. Three days after the onset, the patient was hospitalized for the event. On an unspecified date in the same month as the onset, the patient began treatment with injection vancomycin and injection ceftazidime (doses unknown, frequencies and routes of administration not reported) for peritonitis. Six days after the onset, the antibiotic treatments for peritonitis were stopped. The next day, the patient was discharged from the hospital. On the same day, the patient's pd catheter was removed, pd therapy was discontinued, and the patient was moved to hemodialysis. At the time of this report, the patient had not yet recovered from peritonitis. No additional information is available.